Event description:
Medtronic received a report that the pipeline failed to open in the proximal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the internal carotid artery (ica) petrous segment with a max diameter of 3.6mm and a 3.8mm neck diameter. The landing zone was 3.7mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was moderate.  Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was satisfactory. It was reported that during the release of the final part of the stent, twist was observed, performing the closing and new release maneuvers, correction of the tension of the distal access catheter without success. The doctor decided to remove the stent but keep the phenom microcatheter as to not lose access. It was recapped into the stent pipeline system sheath and removed. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. No medical or surgical intervention was required. It was noted that the event extended hospitalization for approximately 1 hour and 30 minutes. Ancillary devices include a neuron max 088 penumbra sheath and phenom 21 microcatheter.

Manufacturer narrative:
E. Unable to provide healthcare professional information due to privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that a twist was observed in the distal portion, which did not resolve after several attempts and maneuvers.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage with shield was returned for analysis within shipping box. The pipeline vantage with shield was returned within introducer sheath. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal end of pipeline vantage shield was found fully opened and damaged. The proximal end of pipeline vantage shield was found not opened due to damaged braid. Dried blood was present within braid. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline vantage shield was confirmed to have failure /incomplete open at proximal as the proximal end of pipeline vantage shield braid was found not opened due to damaged braid. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.